Manufacturer narrative:
The reagent lot number and its expiration date were not provided. The field service engineer (fse) inspected the module and determined that a broken cell rinse tube had caused the event. He replaced the tubing and performed further proactive measures. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The investigation determined that the event was caused by component failure. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable hdl cholesterol result from one patient sample tested on the cobas 8000 c702 module. The initial result was 46 mg/dl. The repeat result was 14 mg/dl.